Manufacturer narrative:
The immucor laboratory tested retention product on 03aug2017, which performed as expected. The immucor laboratory also tested returned blood sample from the customer site on (B)(6)2017 by galileo method which yielded an unexpected abo type b. The immucor laboratory also tested returned blood sample from the customer site on (B)(6)2017 by manual test tube method which yielded an unexpected negative outcome with the anti-a test tube. Therefore the immucor laboratory was able to reproduce the customer's observations.

Event description:
On (B)(6)2017, a customer site reported an unexpected negative well result when using anti-a (murine monoclonal) series 1 on a galileo instrument, when tested on (B)(6)2017, which led to an abo mistype.